Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site h3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the infusion set for longer than 48 hours. Tandem technical support (cts) informed customer that wearing the infusion set for longer than 48 hours, is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with high ketones and customer reported vomiting. Elevated blood glucose levels were addressed by manual insulin injection.